Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. The device was not in patient use. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
In the previous report section h10 was incorrectly captured, it should have been reported as: the manufacturer received information alleging ventilator not operative related to a ventilator's sound abatement foam. The reported problems were confirmed during service evaluation. There was no report of patient injury. The technician confirmed a 208 and 384, and found the cause to a contaminated flow sensor. This could affect therapy. This failure is being investigated under CAPA 1999367. No further evaluation is required for this part at this time. The technician also found contamination in the system pca, and replaced the part to correct the issue. This could affect therapy. Due to the contamination issue, the part cannot be further investigated. The technician also replaced multiple device components for contamination. This would not affect therapy. The device passed all final testing. The reported problems were confirmed during service evaluation. There was no report of patient injury. The technician confirmed a 208 and 384, and found the cause to a contaminated flow sensor. This could affect therapy. This failure is being investigated under CAPA 1999367. No further evaluation is required for this part at this time. The technician also found contamination in the system pca, and replaced the part to correct the issue. This could affect therapy. Due to the contamination issue, the part cannot be further investigated. The technician also replaced multiple device components for contamination. This would not affect therapy. The device passed all final testing.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the soundabatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging ventilator not operative related to a ventilator's sound abatement foam. The reported problems were confirmed during service evaluation. There was no report of patient injury. The technician confirmed a 208 and 384, and found the cause to a contaminated flow sensor. This could affect therapy. This failure is being investigated under CAPA 1999367. No further evaluation is required for this part at this time. The technician also found contamination in the system pca, and replaced the part to correct the issue. This could affect therapy. Due to the contamination issue, the part cannot be further investigated. The technician also replaced multiple device components for contamination. This would not affect therapy. The device passed all final testing.the reported problems were confirmed during service evaluation. There was no report of patient injury. The technician confirmed a 208 and 384, and found the cause to a contaminated flow sensor. This could affect therapy. This failure is being investigated under CAPA 1999367. No further evaluation is required for this part at this time. The technician also found contamination in the system pca, and replaced the part to correct the issue. This could affect therapy. Due to the contamination issue, the part cannot be further investigated. The technician also replaced multiple device components for contamination. This would not affect therapy. The device passed all final testing. Section h6 updated in this report.